Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) safety disk was replaced.

Manufacturer narrative:
Revert all sections to blank as this is not a reportable event.

Event description:
This report is being cancelled as it is part of routine replacement of the safety disk and not a malfunction.